Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Pericardial effusion is listed in the instructions for use as known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported unintended movement. The reported pericardial effusion appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the pericardial effusion. It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced, and the clip was implanted, reducing mr to 1. However, before fully retracting the cds into the sgc, the sgc slipped into the right atrium. Transesophageal echocardiography (tee) confirmed a pericardial effusion. The patient was monitored using transthoracic echocardiogram (tte) and tee for twenty minutes, no further increase was observed. Treatment was not needed for the effusion. It was stated the cause of the pericardial effusion is most likely the cds, because the septum may have been injured by the cds tip when the sgc slipped into the right atrium; or it could also have occurred during insertion of the sgc. No additional information was provided.